Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had power error detected alarm. Customer blood glucose value was 99 mg/dl at the time of the incident. The customer stated that they were able to successfully clear the alarm, customer states alarms went off and let it go dead, recharged and restated and still continued to do it. Customer states power error detected recurred within a week of troubleshooting previous occurrence. The device will be return for analysis.